Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator (ICD) exhibited r wave amplitude variation that resulted in under-sensing. This resulted in a failure to deliver shock for patient ventricular fibrillation (vf). The device was reprogrammed. The patient was stable following changes.

Manufacturer narrative:
Correction to h6 to remove redundant device sensing problem code.